Manufacturer narrative:
(B)(4). Follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-04140 indicting the date importer became aware as (B)(4) 2013 when the actual date was (B)(4) 2013.

Event description:
It was reported that the tiller on a l-3r scooter was loose.